Event description:
Ous MDR - after an implantation period of about 24 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Two lead fragments were returned for analysis. At the proximal end of the distal lead fragment 1 cm of the insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further investigations exposed multiple deformations of the lead body between the rv and the svc shock coil which most likely occurred due to mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.